Event description:
Surgeon was using the shavers with the t handle. While he was turning the shaver the inner ring of the t handle fractured.

Manufacturer narrative:
Method: device history review; visual inspection; functional inspection; complaint history review; risk assessment results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The IFU for instruments states the instruments may fracture depending on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Also, instruments with articulations may require lubrication. It was reported that it is unknown how often this device was used. A materials analysis performed concluded that the t-handle fracture can occur as a result of mixed cleavage and ductile overload. The plausible root cause of the reported event is user related. Specifically, applying excessive torque to the t-handle. Conclusion: the plausible root cause of the reported event is user related. Specifically, applying excessive torque to the t-handle.